Event description:
A children was having a control mr scan after the placement of a peritoneal ventricle shunt (from the brain, under the skin to the abdominal region). The patient was placed on the mr table and positioned. Right after being positioned the patient informed his mother (that was on the room with him) that he felt movement of the shunt in the abdominal region. The patient was removed from the system and evaluated by the team that had operated him. The information we have at the moment is that no serious injury has occurred, but the patient will have to be submitted to another surgery to correct the placement of the shut in the abdominal region.

Manufacturer narrative:
"In this case, the product involved in the incident is an sm8-2040, which is not registered on the us market. Therefore, this incident should not have been reported this report is being resubmitted because previous reports sent on 01/10/2025 and 01/30/2025 were not accepted.

Event description:
A children was having a control mr scan after the placement of a peritoneal ventricle shunt (from the brain, under the skin to the abdominal region). The patient was placed on the mr table and positioned. Right after being positioned the patient informed his mother (that was on the room with him) that he felt movement of the shunt in the abdominal region. The patient was removed from the system and evaluated by the team that had operated him. The information we have at the moment is that no serious injury has occurred, but the patient will have to be submitted to another surgery to correct the placement of the shut in the abdominal region.